Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. Diagnostic imaging found no physical anomalies. During attempted revision, the helix was too clogged to be repositioned so the lead was explanted and successfully replaced. The patient was stable and asymptomatic.